Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Patient also experienced pocket site pain. As such, surgical intervention was undertaken on (B)(6) 2024, where one lead was replaced and the other lead and ipg was repositioned. Following the procedure effective therapy was restored and the issue of pain addressed.